Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. On (B)(6) 2020, the catheter breakage was found. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break is confirmed. One 5 fr dual lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A break was observed in the catheter approximately 7.3 cm distal to the molded joint. Tensile weakness was observed in the catheter tubing surrounding the break site. A microscopic observation revealed the break surfaces matched and were very uneven and stepped with a granular surface texture. The inner walls of the catheter lumens were observed to be slightly discolored. Two relatively short longitudinal splits were observed in the catheter on the distal side of the break; these splits were observed to be directly opposite to each other, but at different angles and lengths. The features of the break surfaces as well as the observed tensile weakness in the returned catheter suggest the catheter broke due to excessive tensile (pulling) force during use. The product IFU cautions: ¿to minimize the risk of catheter breakage and embolization, the suture wing, ¿y¿ adapter, and/or connector must be secured in place.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. On (B)(6) 2020, the catheter breakage was found. There was no reported patient injury.